Event description:
The customer returned the Gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that device had a white residue inside the air/water channel and air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.¿This MDR was submitted during outage from (b)(6) 2026, to (b)(6)2026 which may result in a delay of receipt of all the acknowledgement.¿